Event description:
A customer reported that the usb door of their device broke off, the usb port was damaged, and a false altitude alarm was triggered. There was no adverse impact on the customer¿s blood glucose level. No additional information was received regarding any corrective actions taken or the outcome of the event.